Event description:
Health professional reported an alleged lap-band port and band tubing separation that was noted at the time of explant. The physician initially noted the band was not retaining fluid. No diagnostic testing was conducted. The port was replaced.

Manufacturer narrative:
Based upon the model number, serial number and implant date provided by the rptr the connector type is either a taper I or taper ii. Visual examination was unable to determine the connector type associated with this report. Allergan has rec'd the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."